Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused due to user understanding differed from olympus recommendation in handling of the subject device and/or reprocessing steps. The events can be detected/prevented in accordance with the following instructions for use: reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A device history review could not be performed due to the serial number of the device being unknown. The device was not returned to olympus for evaluation and the allegation of improper reprocessing was confirmed. During an in-service by an olympus field service engineer, a technician was observed placing the scope into water filled sink for the leakage test process and did not first attach and turn on the leakage tester in order to pressurize the scope. There appeared to be other inconsistencies in the manual cleaning process at the facility. Based on the results of the investigation, it is likely that the following led to the malfunction: the user understanding differed from olympus recommendation in handling of the subject device and/or reprocessing steps. Improper reprocessing was conducted. A definitive root cause cannot be identified. The issue is addressed in the instructions for use (IFU): gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the colonovideoscope was not reprocessed correctly by a customer. The issue was found during manual cleaning. There were no reports of patient harm.